Manufacturer narrative:
The investigation indicated no product issue found. The observed discrepancy is most likely due to the sample being a weak positive for the target that is at/near the limit of detection (lod) of the assay and varying assay sensitivities. Low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection.